Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 26th august 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the spring arm dust cover was missing. There was no injury reported. However; we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2022-00345) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2022-00343). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4).

Event description:
Manufacturer's reference number (B)(4).